Event description:
The following has been reported: given the recurrent and unpredictable secondary port failures we have seen, customer performed a test today on a set. Customer tapped the cassette as taught for priming. Customer then took a spiros cstd and began connecting and disconnecting. After multiple (>5) disconnects, customer noticed movement in the secondary port. Upon noticing, customer grabbed the secondary port to check the movement, and with a side-to-side (not twisting) motion the port came off. It does not appear to be a bonding issue as the plastic connection is what is broken. After this break the port could be reconnected to the secondary outlet but with noticeable compromise via a wobble of the port. Customer did not have to use excessive force to recreate this scenario, and the break directly correlates to the descriptions received from the nurses in both the hazardous drug and non-hazardous drug reports that have occurred with spiros, standard secondary tubing, and syringe connections. This is very concerning as not only is there a patient safety concern for underdosing in the event of a spill, but there is also the staff safety concern as well. A preliminary review of the logs identified the following issue: broken /loose secondary port from cassette unkown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample was available for investigation. Pictures were returned by the customer. The pictures show the luer activated valve was broken at the secondary port located at the cassette. The customer complaint is confirmed. Root cause could not be determined. Sample was not available for sample evaluation. The most probable root cause could be related to 1) manufacturing assembly error. Mihsandling of the luer at the supplier manufacturing facility that caused the breakage during the assembly process of this component and 2) poor handling or excess of force by the end user may have caused the luer valve to break causing the leaks observed by the customer. Current controls related to this defect are 1) manufacturing 100% leak test with 22.5 psi for approximately 5 seconds, 2) quality visual inspection and 3) quality underwater leak test with 22.5 psi for 10 seconds. A DHR review was performed by the supplier for affected lot 3010943 and no nonconformances were issued during the manufacturing process of this lot. In addition, it was verified with the supplier that the torquimeter used for assembling the secondary port was able to control that the associate does not apply a force greater than 1.5 in lbf to the torque wrench at the time of assembly, which could cause a break in that connection. The supplier confirmed that the maximum force allowed is 1.5 in lbf.

Manufacturer narrative:
Section d updated to match gudid.

Event description:
The set was returned for evaluation. Visual inspection was performed to the returned set. A breakage at the secondary port was observed. The customer complaint is confirmed. Root cause is potentially related to the solvent used to assemble the secondary port which causes reaction with the material and causes the reported breakage. An internal CAPA was opened to further investigate this issue. Current controls related to this defect are 1) 100% leak test with 22.5 psi for approximately 5 seconds, 2) quality visual inspection and 3) quality underwater leak test with 22.5 psi for 10 seconds. A DHR review was performed and no nonconformances were issued during the manufacturing process of this lot.

Event description:
No sample was available for investigation. Pictures were returned by the customer. The pictures show a broken secondary port. The tip of the luer valve is broken off and remains within the secondary port. The customer complaint is confirmed. The supplier investigation was issued as affected lot was found to be manufactured at the supplier facility. Based in the supplier investigation, potential root cause could be related to poor handling or excess of force by the end user may have caused the luer valve to break causing the leaks observed by the customer.